Event description:
It was reported that the user received consecutive alert 38 motor stall notifications on an ilet device and an occlusion alert when attempting to announce a meal, after which restarts were performed and alerts did not persist; the user reported refilling the same cartridge with remaining insulin despite guidance that this practice is not recommended and could contribute to occlusions. Symptoms included hyperglycemia with a peak of 249 mg/dl and elevated glucose above 180 mg/dl for approximately 1.5 hours. Outcomes included no health consequences or lasting impact, and the glucose level decreased to 170 mg/dl without back-up therapy, medical intervention, or ketone testing. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem with failure to infuse associated with the pump motor and a communications problem identified during the event. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure and a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.